Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The jaws were stuck shut. The knife is trapped and protruding from the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. The device was activated on porcine tissue and a regrasp alarm was heard. The knife protruding from the jaws would cause this issue. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The device was returned for investigation and initial inspection discovered that the knife blade was protruding from the jaws.

Manufacturer narrative:
(B)(4). Date of initial report : 03/30/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing well and bleeding occurred during a total laparoscopic hysterectomy. The device was being used on the patient's cervix and uterus at the time. The site does not remember if end tones or regrasp alarms were heard. The surgeon also noted that the jaws were difficult to open during the case because of the amount of eschar build-up. The staff cleaned the jaws but the tissue was still sticking. The site also commented that the patient's uterus was larger than normal. There was no harm to the patient.